Event description:
Dr reports patient a status post right triathlon total knee is having patella pain. Per x-ray the patella had not been resurfaced. Dr requested the instruments and implants to resurface the patella. While exposed he decided to do a poly insert swap. The patella was resurface with an a29 implant the poly was exchanged with the same thickness after doing a trial 4 11mm cs insert. The first insert was removed after impacting due soft tissue impeded it from locking into base plate so another was provided. Otherwise the procedure was performed without incident.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the product was not returned. -medical records received and evaluation: review by a clinical consultant makes no reference to this event. -device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have not been any other similar events for the specified lot. Conclusions: based on the information provided the insert was removed following impaction after an unsuccessful attempt to implant it, due to soft tissue impeding it from locking into base plate. The impacting would have rendered the component unusable. There is no indication of device failure from the reported event. No further investigation for this event is required at this time.

Event description:
Dr reports patient a status post right triathlon total knee is having patella pain. Per x-ray the patella had not been resurfaced. Dr requested the instruments and implants to resurface the patella. While exposed he decided to do a poly insert swap. The patella was resurface with an a29 implant the poly was exchanged with the same thickness after doing a trial 4 11mm cs insert. The first insert was removed after impacting due soft tissue impeded it from locking into base plate so another was provided. Otherwise the procedure was performed without incident.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.